Event description:
Biomed reported that the "taxol" tubing leaked. Fluid was noted to be leaking around the filter. No patient or staff harm reported and no medical intervention required. Although multiple requests were made, no additional patient or event information was provided.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation results, should the device be received for evaluation.